Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), hospitalisation ("hospitalization nos") and urinary tract infection ("urinary tract infections") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hospitalisation (seriousness criterion hospitalization), urinary tract infection (seriousness criterion medically significant), coccydynia ("coccyx pain"), arthralgia ("hip pain"), infection ("infections"), headache ("headaches"), disturbance in attention ("loss of concentration") and restless legs syndrome ("restless legs"). The patient was treated with surgery (medical/surgical intervention). At the time of the report, the pelvic pain, hospitalisation, urinary tract infection, coccydynia, arthralgia, infection, headache, disturbance in attention and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, coccydynia, disturbance in attention, headache, hospitalisation, infection, pelvic pain, restless legs syndrome and urinary tract infection with essure. The reporter commented: sample was not available. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-apr-2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.029 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or other is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.